Manufacturer narrative:
Device received with cracked reservoir tube lip, broken battery cap, minor scratched lcd window and cracked case. Device passed the displacement test and self test. No loud noise during rewind. All buttons functioning properly. No damage in the keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump were sticking, there were scratches on screen, bottom of the screen was chipped as well, screen was harder to read due to age and was louder during rewind. Customer's blood glucose level was 168 mg/dl at the time of the incident. Troubleshooting was declined. The insulin pump will be returned for analysis.